Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The reported subsequent treatment appears to be related to procedure circumstance. It was reported that there is a possibility that the suture was not fully pulled until the suture became tense. The suture could not be released from the o-ring/ suture bearing and the device could not be removed. It should be noted that the prostyle instructions for use (IFU), pill back the plunger to deploy suture states: continue to pull back on the plunger until the suture is taut, which confirms the suture has been fully retracted from the body of the device. In this case, the device was not returned for inspection, thus, it is unknown if the plunger was not fully retracted as reported. Therefore, it is unknown if this contributed to the reported suture not releasing from the o-ring/ suture bearing. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- improper or incorrect procedure or method clarifier failure to follow steps / instructions was added to capture the plunger not being pulled back until the suture was taut.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an endovascular treatment procedure using an 8f sheath. Reportedly, there is a possibility that the suture was not fully pulled until the suture became tense. The suture could not be released from the o ring and the device could not be removed. The suture was cut and a new prostyle device was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.